Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited a whitish foreign material found inside the air/water tube and air/water cylinder. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been around 5 years since the subject device was manufactured. Based on the results of the investigation, water tightness was lost due to a pinhole on bending section cover. Subsequently, reprocessing was not conducted properly. Then, the material was not possibly eliminated. Due to a pinhole on bending section cover, water tightness is lost. Although we confirmed adherence/clogging of the material in air/water cylinder and air/water channel, we could not identify the material. We could not specify the cause that the material remained in the device. Occurrence of the events can be detected/prevented by handling the device according to the following IFU. Detection methods are written in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.